Manufacturer narrative:
Additional information was received indicating there was no patient involvement, the issue was found during testing.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump was not occluding. There were no injuries or adverse events reported.